Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not unlocking. A field service engineer replaced the controller board and latch of refrigerator 2, then experimented with different connection sequencing of remote managers to eliminate delay and tested in hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not unlocking as expected and was taking an extended amount of time to acknowledge that the door was closed. Nursing staff noted that the 2 (top) refrigerators would not open or prompt to open during vaccine processing. Both refrigerators were failed to unlock as intended, required staff to use a key to retrieve medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.